Manufacturer narrative:
The insulin pump had a blank display due to a corroded liquid crystal display circuit board. The functional testing could not be completed due to the blank display. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. Refer to medwatch # 3004209178-2016-72626.

Event description:
The customer reported via telephone call that the insulin pump had a blank display. This occurred after the customer was sent a new battery cap. The blood glucose reading was 145 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.